Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reason. No additional information was obtained despite multiple good faith efforts.